Event description:
A customer reported that the system displayed an error code during a vitrectomy procedure. The system was exchanged to complete the case following a five min delay. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the common signal cable (w5). Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).